Event description:
It was observed during the device evaluation, the deflectable videoscope exhibited peeled adhesive at the objective lens. Also, the metal part of the distal end was scratched. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, it is likely degradation and stress problems that caused the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.